Event description:
The suspect tablet usb serial adapter cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
(B)(4); corrected data: the initial MDR inadvertently did not include the UDI for the suspect device.

Event description:
An analysis was performed on the returned tablet usb to db9 cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician reported that the tablet usb serial cable appears to have failed, causing failure to interrogate. A replacement usb serial adapter cable was provided. The suspected faulty usb serial cable has not been received by the manufacturer to date. No patient's therapy was affected.